Event description:
As reported by an Edwards Lifesciences field clinical specialist, during deployment of a 23mm SAPIEN 3 Ultra RESILIA valve in the aortic position, the 23mm Commander delivery system balloon tore. The device was removed through the eSheath+. Slight resistance was experienced withdrawing the delivery system through the sheath once the delivery system balloon was in the sheath. The valve was fully expanded and the patient was stable. There was no patient injury or complication. No other Edwards devices were damaged. No instruments were used to remove the balloon cover during device preparation. There was no reported difficulty during valve alignment, and valve alignment had been performed in a straight section of the anatomy. The perceived root cause of the event was thought to be leaflet calcium.

Manufacturer narrative:
Primary Unique Device Identification (UDI) Number:(B)(4)Investigation is ongoing.